Manufacturer narrative:
(B)(4).

Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect. The device was reprogrammed several times and coverage was achieved, however patient was still experiencing break through pain. Subsequently, the stimulator and lead were explanted.